Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, and weight to the spec. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on the anterior side due to surgical damage.

Event description:
Patient reported left side capsular contracture, baker grade unknown, pain, allergic reaction, hives and feeling sick. Healthcare professional reported patient concern with the product and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade: iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: iii.

Event description:
Patient reported left side capsular contracture, baker grade unknown, pain, allergic reaction, hives and feeling sick. Healthcare professional reported patient concern with the product and capsular contracture, baker grade iii. Device has been explanted.